Manufacturer narrative:
One sample was returned to manufacturing which was examined per facility procedure and found to have a damaged cutting edge. Penetration and sharpness testing could not be performed due the damage condition of the sample. The final customer lot was identified. One component lot was used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. A complaint history review was performed and no additional complaints were associated with the reviewed, identified lot. How or when the returned blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the blade protector tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Event description:
A doctor reported that a knife was unable to cut when attempting the main incision during surgery. An alternate knife had to be obtained in order to continue the procedure. Patient information is unknown. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).